Event description:
During a pulse field ablation atrial fibrillation procedure, blood leaked from the hemostasis valve of the sheath and bubbles were noted. A flutter line was performed with a tactiflex catheter and the sheath, then switched to non-abbott device (versacross) to perform transseptal for the pfa portion. When pre-mapping with the advisor hd grid catheter, blood was dripping out of the hemostasis valve of the sheath and no bubbles were seen. After the advisor hd grid catheter was exchanged for a non-abbott device (boston scientific, farawave), bubbles were noticed during a flush. The sheath was exchanged the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.